Event description:
We received a report regarding a surgical complication that during implantation of an intraocular lens (iol) a small epithelial slough occured. The surgeon that it was unlikely related to the iol because as he was inserting the lid speculum, he bumped the cornea. Lens was implanted without any difficulty. No other surgical procedures/intervention were required. When the patient was seen on day 1 post-operative visit, the patient complained of a foreign body sensation. Medical findings were dryness, +1 cells and elevated intraocular pressure (iop). Alphagan (brimonidine) was given to help reduce iop.

Manufacturer narrative:
Information inadvertently not reported in the initial submission: the subject returned for a one week visit on (B)(6) 2013. Uncorrected distance vision was 20/28 and best corrected distance vision was 20/18. The subject's manifest refraction was +0.25 sphere. Intraocular pressure was 18 mm hg and not considered elevated. Ocular symptoms included near blurry vision. No medical or lens findings were noted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.